Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/25/2025, it was reported by a facility representative via (B)(4) that an ar-6069-90 reelpass suture lasso was fed through a little bit of monofilament but then stopped. The device was removed and monofilament manually pulled out of the passer. The passer was then tested with the wheels but would not expel any monofilament. The procedure was completed successfully by opening up a new device. This occurred during a labral repair with no patient impact.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to incorrect surgical technique.